Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) tip-to-coil impedance was low on the right ventricular (rv) lead. It was noted that the rvtip-to-coil impedance has been varying. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.